Event description:
It was reported that the pt felt and developed a bulge at the lead site. An ultrasound revealed fluid at the lead site. Additionally, an x-ray revealed that the leads had not moved. The pt developed throbbing consistent pain. Additional info has been requested from the hcp, but was not available as of the date of this report.